Event description:
During an electrotherapy treatment the therapist noticed a burning smell. The therapist terminated the treatment and examined the treatment electrodes and patient treatment area. Upon removal of the 3 square inch electrodes the therapist noted an estimated 1/2 inch diameter burn area on the electrode. The patient also suffered some blistering in the area of the application electrode. Additional inspection of the electrodes revealed that the burn area was near where the wire that terminates inside the electrode.

Manufacturer narrative:
This device is for export only. Awaiting the return and evaluation of the device. Final findings will be reported to the FDA MDR via the form 3500a.